Event description:
Initially, it was reported that the patient had the vns device replaced due to a lead fracture and the generator was replaced prophylactically. The entire lead was explanted and returned to manufacturer for analysis. Analysis revealed that there were no lead discontinuities and the device performed according to specifications. In addition, the generator analysis revealed no anomalies and performed according to specifications. Further follow up with the treating physician's office was performed to inquire how the lead fracture was diagnosed. The physician reported that the patient was referred to the surgeon initially after the patient began experiencing pain "over stimulator lead that started suddenly after lifting something" and noted that the lead fracture was diagnosed by the surgeon at an office visit. Good faith attempts to obtain additional information are underway.